Manufacturer narrative:
(B)(4). The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse from the USA of peritonitis with culture positive for e. Coli in a patient coincident with dianeal unknown, dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies for peritoneal dialysis (pd). During a call with baxter customer service, the following was reported. On an unknown date, the patient experienced peritonitis that resulted in hospitalization on (B)(6) 2010. The cause of the bacterial peritonitis was unknown. Treatment for the event was not reported. On an unreported date in (B)(6) 2011, the patient was discharged from the hospital. At the time of this report, the patient was recovering. The nurse did not comment on or confirm the peritonitis with culture positive for e. Coli reported by the consumer and an opinion of causality was not provided.